Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11:the device was received for evaluation. During functional testing, reported symptom of "over infusing 2x." Was reproduced. Evaluation sent the device for flow accuracy testing at a delivery rate of 40ml/hr with vtbi of 40. The results were 42.584 which is an error percentage rate of 6.46%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified . The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused (two times). This occurred during volumetric testing. There was no patient involvement. No additional information is available.